Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that the low glucose alarm failed to trigger while the customer was wearing the adc freestyle libre 2 sensor. On the evening of (B)(6) 2021, due the lack of alarm, the customer had a loss of consciousness and was provided a cookie by her husband. Healthcare professional contact was made and the customer was provided unspecified IV and injections for the treatment of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.